Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the rack was not recognizing the triggers. To resolve the issue, the technician rebooted the rack. The unit was tested, confirmed to be operating according to specification, and returned to service.

Event description:
The user facility reported that the hd triggers for video input to their hexavue custom room rack are not operating properly. No report of injury.